Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that it was malfunction. On the server there were 10 profiles for this particular patient, caused a delay in performance. A technical service engineer advised not to share patient details via email. Later, there was no response from the customer. The system functioned as intended after the technical service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system that it had an issue in patients not crossing. The customer reported patient affected and there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.